Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient's newly implanted right ventricular (rv) lead had low amplitude, high thresholds, and no capture at high output at the follow-up appointment. The rv lead was successfully repositioned, where intravenous antibiotics were administered to the patient. The device follow-up was increased as a result. No additional adverse patient effects were reported.